Manufacturer narrative:
Instrument was rec'd at the mfg facility with both sides of the jaw fractured. Hardness was checked and found to be within the required range. Instrument was also checked for brittleness and found to be ductile. This failure appears to be the result of the instrument being used in some manner other than intended or the tips were cracked prior in some unk manner and broke during use.

Event description:
During laparoscopic procedure, tip broke off in pt. Additionally, the account stated that the towel forceps broke off in a pt during a lap gall bladder. The physician clamped the pt's skin with the forceps and lifted up. Both ends of the forceps broke off in the pt and had to be removed. The physician completed the case without further incident. X-ray was done and showed no foreign bodies in the pt.